Manufacturer narrative:
(B)(4). Field service evaluated the unit, however, they were unable to duplicate the reported issue. The user interface module was replaced, as a precaution, and operational tests were ran to assure that the unit was performing according to MFR standards. The user interface module was returned to carefusion for evaluation. Carefusion service dept evaluated it, and were able to duplicate the reported event. The root cause was determined to be a faulty printed control board assembly. The control board assembly was replaced, and that corrected the issue.

Manufacturer narrative:
(B)(4). Results of investigation: the carefusion factory service received the suspect uim for investigation. The factory service tech was able to duplicate the reported issue and isolate it to the pcba control board. The faulty control pcba was routed to the carefusion failure analysis lab for additional investigation as required. The carefusion failure analysis (fa) lab received the suspect pcba control board for investigation. The fa lab was able to duplicate the reported failure and isolate it to a corrupted bootloader and the inductor at l704 was damaged.

Event description:
The customer contacted carefusion tech support to report a frozen screen. Alarms were audible and constant. The unit was on a patient at the time of the incident, however the customer reports that there was no harm to the patient. Field service was requested by the customer.